Manufacturer narrative:
Due to the ductile appearance of the broken surface, it is most likely that the loop got mechanically overloaded during use causing it to break off. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that loop electrode broke inside patient. According to this information and a lack of information for the patient outcome the case is deemed reportable.